Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the pitch cable was found to be broken at the proximal clevis hub. The clevis did not exhibit any wear. The broken strands stuck out at the wrist. Other cables at wrist are not damaged. No other damage was found.

Event description:
It was reported that during a da vinci hysterectomy procedure, the customer noted that the fenestrated bipolar forceps instrument cable was frayed. There was no report of fragments falling into a patient. There was no allegation of any harm, injury, or adverse outcome to a patient.